Manufacturer narrative:
E1 facility postal code: (B)(6). The device was returned to olympus and he investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Event description:
It was reported, the subject device displayed no image and had a loose contact cable. The issue occurred during procedure and the gynecological operation procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and correction. The device was returned to olympus for evaluation. And the customer¿s allegation was confirmed. Due to deformation and depression of cable unit, there is noise in the image. A review of the device history record found no deviations, that could have caused or contributed to the issue. The most probable cause of the identified failures is cause traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the subject device displayed no image. And had a loose contact cable. The issue occurred, during procedure. And the gynecological operation procedure was completed using a similar device. There were no reports of patient harm.